Event description:
It was reported by the clinician that only after insertion into the left femoral artery did they realize the balloon was stuck in the sheath introducer. The hospital argued that they followed the instructions for use using the one-way valve, vacuuming the balloon before being removed from the kit. As a result, the balloon catheter and sheath were together removed and replaced with a new set.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.